Event description:
It was reported that plastic foreign matter was found on 3 bd micro-fine ultra¿ pro pen needles. The following information was provided by the initial reporter, translated from french: "there is a plastic on the needle that you put in the pen".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-jan-2023. H6: investigation summary. One open 32g x 4mm pen needle sample was returned from lot. No. 2110719, cat. No. 320562. Visual examination was carried out on the returned sample and a broken non patient end of cannula was observed. No foreign matter was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that plastic foreign matter was found on 3 bd micro-fine ultra¿ pro pen needles. The following information was provided by the initial reporter, translated from french: "there is a plastic on the needle that you put in the pen".